Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as itchy. Patient has allergy to nickel. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended patient end use of the lv. Outcome of the irritation is unknown.